Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. Additional information was requested, and the following was obtained: what is the date of the original operation? It's (B)(6) 2024. Was a leak test performed? Currently, unknown. If so, what type and what was the result? N/a. Was the staple line visualized endoscopically during the initial surgical procedure? Currently, unknown. How many days postoperative did the leak occur? Currently, unknown. How was the leak identified? Currently, unknown. What was observed at the site of the leak upon reoperation? Currently, unknown. How was the leak addressed? Currently, unknown. What is the timeline of events? Currently, unknown. What was the date of the original procedure? (B)(6) 2024. What were the indications for surgery? Currently, unknown. What surgical procedure was performed? Arthroscopically. / surgical method: anterior rectal resection. / site used: rectum did the patient receive any preoperative chemotherapy or radiation? Currently, unknown. Were there any issues experienced with the device in the initial surgical procedure? There is no information about that. What healthcare professional fired the device and what is his/her experience with the device? Currently, unknown. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Currently, unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Currently, unknown. Were there any issues with device use/firing? Currently, unknown. What confirmation was received that the device completed the firing sequence? Currently, unknown. Was the green checkmark visible at the end of the firing? Currently, unknown. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Currently, unknown. Was there any difficulty removing the device? Currently, unknown. Was a complete transection of the white breakaway washer visually confirmed? Currently, unknown. Were the donuts inspected? Currently, unknown. If so, please describe. Were there any issues noted with staple formation? Currently, unknown. If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Currently, unknown.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2024. Additional event information received: ·no stoma construction.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2024. H6: health effect ¿ clinical code gastrointestinal system (e10). Additional information received: you mentioned an anterior resection, but was the site of dissection low or very low? It was the site of dissection very low. Were you originally planning to construct a stoma? There was no plan to construct a stoma. Was there any discomfort or abnormality when firing? No, it was as usual. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the date of the original operation? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the timeline of events? What was the date of the original procedure? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition?

Manufacturer narrative:
(B)(4). Date sent 7/23/2024. D4 batch #: unk. B3: unknown; captured as awareness date. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, it was reported a leak. There was a hole of about 5 mm on the anterior wall side of the anastomosis. However, it is unclear if it was a hole in the staple line. They had re-operation on (B)(6). The patient is still hospitalized. It was used on rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.